Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) reviewed and noted patient had intermittent atrial fibrillation (af). Moreover, an engineering analysis determined that the device power consumption is increasing and is expected to continue to increase. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.